Event description:
It was reported that during preparation for an enucleation of prostate procedure, the fiber was fracture and could not be fired after connecting it. It was confirmed that there was no physical break on the fiber. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis of the returned fiber identified that there was no light exiting the connector face and there was no aiming beam exiting the fiber tip, indicative of internal connector fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the tip was in good condition, however, it was identified that the connector had burn marks and there was no light was exciting the connector face. In addition, functional testing identified that, there was no aiming beam. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction between the connector and console led to the burn marks on the face. Therefore, the reported event was confirmed.